Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the side car-rx was torn and presented pushback out of specification. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a choledocholithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the basket was inserted into the patient, the basket tip was noted to extend longer than usual from the sheath. The physician continued, however, difficulty was noted tracking the basket over the guidewire. The device was exchanged with non-bsc device and the procedure was completed. Additionally, after the procedure, it was observed that the side car-rx (guidewire port) was torn.